Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A nurse reported that the patient was having drain issues and experienced pain and discomfort. The nurse provided treatment date. The patient drained 3697 ml during cycle four of treatment. This value is 185% of the patient¿s largest fill volume of 2002 ml. During follow up the nurse stated that the pain and discomfort were relieved after drain. The pdrn stated that no medical intervention was required for this event. The patient was continuing pd therapy.